Event description:
Lilly case ID: (B)(4) this report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 73-years-old male patient of han origin. Medical history, previous drug adverse reaction, family drug reaction and concomitant medication was none. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) (humulin 70/30) from cartridge via a reusable pen (humapen ergo ii), 25-30 units daily, subcutaneously, for the treatment of diabetes mellitus, beginning on an unknown date in 2005. On an unknown date, the patient purchased humapen ergo ii online which stopped working after some use (lot number: unknown). On an unknown date, while on human insulin isophane suspension 70%/human insulin 30%, the patient received humapen ergo ii from the hospital and it was reported that injection button could not be pressed (B)(4), lot number: unknown) and the pen was replaced at the hospital. On an unknown date, the patient received a replacement humapen ergo ii. It was reported that on (B)(6) 2026, the humapen ergo ii developed an issue where the injection button could not be pressed (B)(4), lot number: 1901d03). It was reported that after moving it around, it worked again but occasionally the pen would not work. On an unknown date, while on human insulin isophane suspension 70%/human insulin 30%, the patient gradually developed blurred vision. He was hospitalized twice due to re-examination and regulating blood glucose. Information regarding corrective treatment and hospitalization details was not provided. Outcome of the events was unknown. It was reported that on (B)(6) 2026, due to humapen ergo ii malfunction, the patient did not inject insulin and switched to oral medication. Human insulin isophane suspension 70%/human insulin 30% therapy status was discontinued. Followup not possible as the reporter denied the consent to be contacted. The patient was the operator of the devices and his training status was not provided. The general device duration was not provided, and the suspect device duration of use was not provided. The suspect device was discontinued and was returned to the manufacturer. The initial reporting did not know if the events were related to human insulin isophane suspension 70%/human insulin 30% and with the humapen ergo ii. Edit 23-jan-2026: upon review, updated medical history from not provided to none. Edit 04-feb-2026: updated medwatch and european and canadian (EU/ca) fields to include patient problem, patient outcome, and medical device codes required for expedited device reporting. Updated the preliminary comment and expiration date for suspect device.

Manufacturer narrative:
Investigation in progress. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.